Event description:
It was reported to fresenius that this unknown patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). On (B)(6) 2025, this unknown patient requested hd therapy be paused to utilize the restroom. While returning the patient¿s blood, it was reported the patient became unresponsive. The hd registered nurse (hdrn) reportedly initiated cardiopulmonary resuscitation (CPR) measures, however the patient expired. The 2008t hemodialysis system was sequestered post-event, however no documentation regarding the any post-event device testing was obtained. It should be noted that prior to treatment, the 2008t hemodialysis systems¿ conductivity was within acceptable limits, no pretreatment alarms were noted, and there were no defects on either the bloodlines or dialyzer noted. Subsequent attempts to obtain additional information (e.g., discharge summary, death certificate, treatment records, machine records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse events of loss of consciousness, and death, as the patient was undergoing treatment when the patient expired. The definitive etiology of the serious adverse events is unknown; therefore, causality could not be established. It should be noted that limited follow-up precluded a more comprehensive medical assessment. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for approximately 45% of all esrd deaths, and approximately 25% of those deaths are due to sudden cardiac death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this unknown patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). On (B)(6) 2025, this unknown patient requested hd therapy be paused to utilize the restroom. While returning the patient¿s blood, it was reported the patient became unresponsive. The hd registered nurse (hdrn) reportedly initiated cardiopulmonary resuscitation (CPR) measures, however the patient expired. The 2008t hemodialysis system was sequestered post-event, however no documentation regarding the any post-event device testing was obtained. It should be noted that prior to treatment, the 2008t hemodialysis systems¿ conductivity was within acceptable limits, no pretreatment alarms were noted, and there were no defects on either the bloodlines or dialyzer noted. Subsequent attempts to obtain additional information (e.g., discharge summary, death certificate, treatment records, machine records) were unsuccessful.